Event description:
The complainant alleged that during treatment of a pt, the device successfully discharged once at 200 joules and again at 300 joules. However, on the third attempt the device would not discharge. The clinicians obtained another defibrillator and attached it to the electrodes that were connected to the pt, but it too would not discharge. The clinicians then charged the electrodes and were successful in defibrillating the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that the facility suspects the electrodes were the cause of the reported malfunction. However, the electrodes were discarded and are not available for evaluation.